Event description:
On 01/20/2000, account reported an imx b-hcg result of 39,128 mlu/ml. The physician questioned the result. The sample was repeated and was 184,456 mlu/ml. The customer does not perform dilution control that the instrument would dilute. The account stated there was no impact to pt mgmt.